Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the probe would not turn off.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. . Alleged failure: would not turn off using the controls on the probe. Probable root cause: handle button not molded correctly, not glued or welded correctly. Gtin: (B)(4).

Event description:
It was reported that the probe would not turn off.